Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on the electronic assembly. There was moisture damage found on the motor assembly. The pump had scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the customer dropped the pump in the water and there was fluid in the display. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.